Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2026-0000888. Please refer to mfg report number 2249723-2026-0000888 for all information for this complaint event. Please cancel mfg report number 2249723-2026-0000815 in your database.

Event description:
It was reported during maintenance that the cardiosave intra aortic balloon pump iabp had a defective display. No patient involved.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). (Telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.